Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7212604. Product family: scs-surg acc. Upn: unk-m-sc-4200. Model: sc-4200.

Event description:
It was reported that the patient experienced uncontrolled bleeding from the needle site at the conclusion of the trial. There was no bleeding noted from the needles or the needle site during the procedure. Once the needles were removed, there was a continuous oozing of blood from the site where the needles were placed. The physician applied direct pressure and used ice but it was unsuccessful. The trial leads were removed and was determined that the bleeding was from a superficial artery that had been pierced by the insertion needle during the procedure. The physician placed two sutures to tie off the artery and stop the bleeding. All leads were discarded and will not be returned.